Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained implants were forwarded to the responsible product development center and checked for conformance. The results revealed that the facet wedge implant and the facet wedge screws were manufactured in june 2012 according to the specification. In addition no visual damages were noted. A material or manufacturing related condition can be excluded.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported by the sales consultant that: implant could not be positioned correctly. Patient was implanted with a facet wedge on (B)(6) 2007 and explanted on (B)(6) 2013. During revision surgery it was noted that there was a big osteophyte at the implantation site that maybe due to implant not inserted deep enough during the 1st surgery causing the malposition of the implant. A new implant was implanted. This is 2 of 2 reports for this event.